Event description:
Consumer complaint of blood results reading "hi." Customer normally is in the 300mg/dl range. Performed back to back blood tests - 582mg/dl and 560mg/dl. Last 5 results in memory were "hi", 297mg/dl, 484mg/dl, 375mg/dl and 413mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/16/2014).